Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 246 and 64 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 105 mg/dl and 103 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/22/2017 and open vial date is 08/17/2016. Management. Customer stated he had no recent changes in his diet, exercise, or medications. The meter memory was reviewed for previous test result history: the 252mg/dl (B)(6) 2016 03:13 pm fasting:no, the 246mg/dl (B)(6) 2016 03:12 pm fasting:no, the 64mg/dl (B)(6) 2016 03:11 pm fasting:no, the 180mg/dl (B)(6) 2016 01:12 pm fasting:yes, the 134mg/dl (B)(6) 2016 06:23 am fasting:yes, memory concerns: 64mg/dl, 246mg/dl. Customer obtained a reading of 246mg/dl and 64mg/dl within a minute apart non-fasting. Customer states would understands if it was a minimum difference apart, customer consider the difference in readings are significant. Customer has had no recent changes in the diet, exercise, or medications. Customer denies ever dropping meter or storing supplies incorrectly.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 246 and 64 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 105 mg/dl and 103 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/22/2017 and open vial date is (B)(6) 2016. Management. Customer stated he had no recent changes in his diet, exercise, or medications. The meter memory was reviewed for previous test result history: (B)(6). Customer states would understands if it was a minimum difference apart, customer consider the difference in readings are significant. Customer has had no recent changes in the diet, exercise, or medications. Customer denies ever dropping meter or storing supplies incorrectly.